Event description:
It was reported that the atrial lead measured 1700 ohms at bipolar and 2200 ohms at unipolar settings, that it had loss of capture at 6.5 volts, that no p-waves were sensed and that there was noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.